Manufacturer narrative:
The manufacturer previously reported that the flow was allegedly extremely low on a ventilator. The device was replaced in response. Additional information was reported stating the following, "filter on the backside of the device was wet. Some water may have entered the device." The device was returned and evaluated. The previously reported issues were confirmed, low flow and wet pollen filter. The sound abatement material of the air inlet path assembly was found to be delaminated and lose which likely obstructed the flow of air inside the air inlet path and caused resistance to the blower's intake and led to the reported issue of low flow. There was no evidence of loose foam particulates. The inlet air path was replaced to address the reported issue. In addition, the evaluation confirmed that oil had leaked from the motor blower assembly and adhered to the pollen filter. Therefore, the pollen filter was replaced. The motor blower assembly, stirring fan foam, flow sensor assembly, and tubing kit were also replaced due to dirt. These components were replaced unrelated to the reportable issue/malfunction.

Event description:
The manufacturer received an allegation that the flow was extremely low on a ventilator. The device was replaced in response. Additional information was reported stating the following, "filter on the backside of the device was wet. Some water may have entered the device." The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.